Event description:
Customer indicated that the creatinine result for one specimen was 30. Mg/dl and upon repeat was 0.9 mg/dl. Customer indicated that the specimen was repeated due to the high creatinine level result from the first test. Customer indicated that the repeated result of 0.9 mg/dl was provided to the physician for treatment decisions. The field service engineer verified that the system was functional.